Event description:
The lay reporter contacted lifescan (B)(4) on (B)(6) 2012 alleging inaccurate high readings on her husband's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the reporter mentioned that on (B)(6) 2012 in the morning the patient had obtained a result of 8.0 mmol/l in the morning and took his humalin and also took a metformin. The patient came back from a special christmas lunch and fell asleep. When he woke up his wife noted that he had symptoms of feeling 'wobbly' on his feet and he seemed disoriented. She gave him a glass of cola and took his blood glucose and obtained a 15.3 mmol/l (245 mg/dl). An hour later (8:00pm) she called paramedics as customer still seemed unusual. Paramedics arrived and tested him on their meter and obtained a 13.2 mmol/l ( 237 mg/dl). The paramedics did not treat the patient and stayed at the patient's home for an hour. The paramedics did not test his blood glucose prior to leaving. The patient has had a stroke recently and has had tias. She mentioned that he has had mini strokes. Paramedics are not sure whether how the patient was feeling was due to his blood glucose readings or whether it was due to his related stokes, tia. The patient takes 20 units of humalin insulin every morning at 8am and then x2 metformin twice a day. The patient did not change his diabetes regimen due to the alleged issue. A normal reading for the patient is around 8.0 mmol/l in the morning and around 10.0 mmol/l in the evening. While troubleshooting it was noted that the patient's test strips had been expired. Using expired test strips may lead to false blood glucose readings. Patient tests 2x a day (morning and evening). The product was replaced. While troubleshooting it was noted that the patient's test strips had been expired. Using expired test strips may lead to false blood glucose readings. Patient tests 2x a day (morning and evening). The product was replaced.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. However, there was an over labelled issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 2 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing; no faults were found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.